Event description:
It was reported that during a follow-up, high capture thresholds and high pacing lead impedance were observed on the rv lead. Fluoroscopy was performed on and externalized conductors were observed just proximal to the rv coil. During the surgical procedure for lead extraction on (B)(6) 2017, there were complications and cardiothoracic surgeon was requested. A significant tear was noted in the svc in which the surgeon was unable to repair and the patient expired. The lead will not be sent back for evaluation.